Event description:
It was reported that the pump became hot to touch. Reportedly, the pump was charging during the event. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to obtain additional information; however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.